Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported an explanted intraocular lens, with a patient reason for explant of "patient dissatisfied with outcome", and a clinical reason for explant of "patient dissatisfied with outcome, blurred vision". Additional information has been requested.

Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal company 21.5 diopter lens model was replaced with a monofocal company lens model. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).